Event description:
Lodi implant broke during placement.

Manufacturer narrative:
The healthcare professional did not indicate the following: implant placement and abutment torque levels; whether primary stability had been achieved during implant placement; whether the implant was ever loaded with the overdenture. In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Therefore, it is highly likely that this incident may have occurred as a result of user error/mis-use. The lot history record of the implant was reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required.